Event description:
Related manufacturer reference number:2017865-2023-04777, related manufacturer reference number:2017865-2023-04778. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that pacemaker exhibited premature battery depletion and no pacing. Both the right atrial lead and the right ventricular lead failed to capture at high output. The device was deemed unable to deliver any sort of therapy both pacing and shocking.